Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they have high blood glucose of 400mg/dl and treated with a bolus. Customer indicated that the pump will not accept calibrations. Troubleshooting found that the pump requests that the customer check their blood glucose but the pump does not accept the blood glucose information. The customer treated with the insulin pump. The blood glucose was 581 mg/dl. No further details given.